Manufacturer narrative:
We reviewed the pictures received and determined that the battery bracket had loosened resulting in the battery falling. We also noticed that the batteries used in the lift were not of the kind supplied by our dealer or prism medical. The root cause for the battery falling appears to be either insufficient thread engagement in the battery bracket screw or possibly a stripped thread when the batteries were replaced. Also the battery that fell was an unknown model that is not carried by our dealer or prism medical. We will recommend for the dealer to relocate the bracket to another hole location in the assembly of the side plates of the ceiling lift which allows for greater thread engagement. This was actually an engineering change introduced two years ago. Also we recommended our dealer to check the lifts at the facility to ensure the batteries are secured correctly.

Event description:
On (B)(6) at (B)(6), one of the batteries in a c-450 ceiling lift (serial number (B)(4)) was found dangling by the connecting wires. The battery did not drop and no injuries occurred to the patient or caregiver. There were no consequences to the patient.